Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the keyboard was not working. A field service engineer applied firmware fix and the issue was resolved. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es keyboard was not working. The customer reported that the user was not able to place order that caused delay in patient care. There were no adverse events or injuries reported based on this event.